Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: the plastic distal end cover was scratched and had discoloration; the nozzle and suction cylinder had corrosion; the paint on the suction cylinder was peeled; forceps elevator, forceps elevator lever, forceps knob, video cable, video connector, video connector case, scope cover, scope connector cover, switch box, grip, universal cord, flexibility adjustment ring, and control unit were scratched; upward/downward angulation control knob had scratch and corrosion; connecting tube had discoloration and coating peeling; adhesive on bending section cover was cracked and had discolored area; light guide lens and light guide connector had corrosion; forceps channel port was shaved; objective lens, nozzle and distal end had discoloration; switch 4 had wear; paint on suction cylinder was peeled. Due to a crack on upward/downward angulation control knob, the water tightness was lost; control unit had discoloration. Due to wear of angle wire, the bending in up direction does not meet the standard value. Due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value. Due to clogging of channel tube, the channel cleaning brush cannot be inserted smoothly. Due to clogging of jet tube, water cannot be supplied. Due to dirt on objective lens, there was a lack of image on the monitor. Due to damage on charged coupled device unit, the image had white dots. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what foreign material adhered to the auxiliary water/suction channel, there was no delay in the start of the pre-cleaning, the auxiliary water/suction channel was flushed with water, the auxiliary water/suction channel was brushed and cleaned with lint-free cloths/brushes/sponges, and the auxiliary water channel was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had angulation malfunction. There were no reports of patient harm. The device was returned and evaluated; there were foreign material in the jet tube due to insufficient cleaning. Due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.